Event description:
Reported as: the nosecone completely separated from the catheter and became lodged in the patient's common femoral artery. A cutdown was performed to retrieve the nosecone from the artery. The case was completed with a fem-pop bypass.

Manufacturer narrative:
Reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt; the sheath should also be removed as part of the unit.